Manufacturer narrative:
Local technician viewed and inspected the golvo lift used in this reported incident. User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as a user error issue and not a product problem. MDR is being filed due to lack of info regarding extent of injury to pt.

Event description:
Facility reports that a pt fell out of a golvo 7007 and was injured. One of the safety clips was missing from the sling bar at the time of the accident. They did not know at this time if the clip broke off or fell off. Executive director stated that she did not know what happened with the lift but she would review the procedures with her staff and look into the reasons why the pt could have fallen. Extent of pt injury was not provided.